Event description:
It was reported while using bd safetyglide¿ needle only, 25 g the needle was clogged. This occurred 59 times. There was no report of patient impact. The following information was provided by the initial reporter: incident details: needles are blocked, unable to push plunger of syringe once attached to needle. Several needles are being discarded. Kept a tally from (B)(6). 59 needles were discarded during this time (under-reported as staff missed tallying some) optically, doesn't look professional or competent to clients when a nurse has to go through more than one needle to find one that is "good" before proceeding with vaccine preparation. Who was affected? No person affected. Frequency of problem: recurring.

Manufacturer narrative:
H6: investigation summary: no samples or photos received by our quality team for evaluation. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle.